Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00579. It was reported that the patient experienced a wet tap during their permanent implant procedure on (B)(6) 2020. The patient experienced headaches as a result. To address the issue, the physician performed a blood patch and ordered the patient to rest. The symptoms have resolved.